Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included testing with the test battery, test ac power cord, and the returned pigtail without duplicating the malfunction. The device was recertified and returned to the customer. The battery and ac power cord used at the time of the reported event were not returned for evaluation. No trend is associated with reports of this type. Review of the error logs did not find evidence to support the reported event.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.